Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, once stapler jaws were closed, stapler would not fire. Stapler jaws would not open as well. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # t5c55f. Device analysis: the analysis found that one ec60a device was returned with no apparent damage and with an ecr45g cartridge reload present. The cartridge was received unfired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.